Event description:
During aaa repair on (B)(6) 2009, on attempting to remove the distal safety wire it wouldn't come off. The physician tried to pull the safety wire housing off but without success so he pulled harder and then stopped but still without luck. He then put a small vascular clamp on the end and pulled and it came away easily. The device was put in sharps bin after the procedure was concluded so it is no available for investigation. There were no adverse effects to the pt. The pt is doing fine and went home 4 days (kept longer as a precaution).

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.